Event description:
It has been reported to philips the tempus pro will not charge from the charging cable. The battery lights do not turn on when plugged in to a charger.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a physically damaged charging port on the front case assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The philips technician replaced the front case assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Update to health impact grid.